Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. Analysis found the catheter was incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that during the initial implant the catheter model 8781 was initially positioned at t2. However, on (B)(6) 2018 surgical observation revealed the distal catheter fractured in the patient's spine during anchor deployment. The distal catheter retracted into cerebrospinal fluid (csf)/intrathecal (it) space and was not able to be retrieved. On (B)(6) 2018 a second spinal catheter from kit 8782 passed to c7 and was successfully anchored and connected to the proximal segment. A purse string was placed around the fractured catheter entry site. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other distal catheter fractured during anchor deployment. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 0.5mg/ml at 0.5mg/day and bupivacaine 7.1mg/ml at 7.1mg/day via an implantable pump. The indication for use was malignant pain. The patient¿s medical history included pancreatic cancer, cancer pain. On (B)(6) 2018 it was reported that during the implant procedure when the physician deployed the anchor onto the catheter, the anchor dispenser tool cut the catheter. The catheter migrated into the patient¿s body and was not retrievable. The anchor was loose and unattached. There were no environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting was performed. The interventions and actions taken to resolve the issue was a spinal segment of a catheter was implanted. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information for the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.